Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronics. Insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was 131 mg/dl. Fluid was visible under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.